Manufacturer narrative:
(B)(4): d10: item # 0100295010, clsâ® spotornoâ®, stem, 125â°, uncemented, 10.0, taper 12/14, lot # 2217918. Item # 0100181480, metasulâ® ldhâ®, head, 48, code n, taper 18/20, lot # 2189278. Item # 0100214054, metasulâ® duromâ®, component for acetabulum, uncemented, 54/ã¸ 48, code n, lot # 2209801. G2: report source germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that after approximately 8 years the patient presented elevated metal ions and pain. No revision was performed. Due diligence has been completed for this complaint; to date all available additional information has been received.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories identified additional similar complaints for the reported items and the part and lot combinations. Medical records pertaining to the initial surgery were provided and reviewed by a healthcare professional with the following findings: the hip showed poor bone quality with a cyst that required bone grafting, and a 54 mm press-fit cup with a 125 cls femoral prosthesis was implanted. The joint was stable with good motion, and despite obesity-related bleeding, recovery was uneventful. X-rays confirmed good positioning, and the patient was discharged to rehabilitation. Further medical records post-implantation were provided and reviewed by a healthcare professional with the following findings: the patient had intermittent hip pain with imaging showing well-positioned implants and no loosening or osteolysis. However, metal ion testing revealed persistently elevated cobalt and chromium levels, with a tenfold increase in cobalt, prompting recommendations for ongoing follow-up, repeat testing, and possible mars MRI. Records note a non-revision case, but no additional medical details were provided. Based on the available information, the reported event can be confirmed, but a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.